Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+1.5/072 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2023. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned two times, the latest on (B)(6) 2024. The problem was resolved and the lens remained implanted.

Manufacturer narrative:
Corrected data: b4: date of this report: 04-jun-2024. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated per conversation with surgeon, the lens was replaced on (B)(6) 2024 with a spherical lens. The surgeon made corneal incisions to reduce the cylindric power and now the patient is emmetrope, va: 20/20. Claim # (B)(4)